Manufacturer narrative:
Evaluation summary: no material was returned for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer¿s acceptance criteria. The field service engineer (fse) identified that the root cause for the issue was the user not adjusting the eye tracker illumination correctly. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported an eye tracker issue occurred in tracking colored eyes in automatic mode especially. The surgeon need to adjust the eye tracker manually. The user adjusted the eye tracker illumination not correctly. Additional information has been requested but not received to date.